Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be stuck tubing and slide clamp in channel a. To correct the condition, the slide clamp and tubing were removed from channel a. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump had an issue with channel a. The channel was not able to be tested due to the tubing and slide clamp being stuck in the channel. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.?this device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.